Event description:
The customer reported that the c weldment hangs when moved in orbital motion. The orbital brake pad came loose from its' mount and impeaded weldment movement.

Manufacturer narrative:
The ge svc rep removed the weldment and reinstalled the orbital brake pad. The system operates as intended.